Manufacturer narrative:
Eval results: o2 bottle holder.

Event description:
It was reported by service report that there was a broken 02 bottle holder. There is no pt involvement or adverse consequences to report.